Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels were unknown. It was also reported that the controller would not communicate with the pod. The patient was treated with IV(intravenous) fluids and zofran. It was unknown when the patient was released.

Manufacturer narrative:
The case description states that the user is having communication issues during activation with 8 different pods. The physical device was inspected and passed all functionality tests. The controller was able to pair with a pod to deliver a bolus in manual mode and functioned properly in automated mode. No communication errors were observed during pod testing. Inspection of the audit log files show that the user attempted to deactivate a pod but ran into an error before the pod being discarded. Following this, the logs show that activation was stuck on step 1. The log files further confirm that the controller was able to start activation and find a pairable pod, however failed to complete activation. This was repeated for each attempt made at activating a new pod. A new pod was never successfully activated in the available log files. The log files show that this was not a compatibility issue between the pod, controller or cgm. No abnormalities were seen in the log files that would prevent the controller from successfully communicating with the pod to complete activation. No app errors or alarms were generated by the controller. The exact cause of the communication errors could not be determined.